Event description:
The device reportedly would not transfer energy when the discharge buttons were pressed. A back up device was obtained and treatment was continued. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.